Manufacturer narrative:
Terumo has not and will not be receiving the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, they experienced problems in arterial blood flow while using the sarns centrifugal pump, along with the centrifugal pump adapter. The procedure was a scheduled avr / CABG surgery. A sorin s5 hlm with sorin centrifugal system were used during the procedure. A sarns centrifugal pump adapter was attached to the sorin motor and a sarns centrifugal pump was used with the adapter. An arterial line clamp, part of the sorin systems, was used to resist retrograde flow. No issues were observed during set-up, priming, and recirculation of the prime solution. There were no issues observed in regards to decoupling of the pump head and / or adapter. No noisy operation was observed and rpm / flow relationships were as expected per normal practice. Cardiopulmonary bypass (cpb) was initiated without issue with reasonable flow and rpms, and the cv surgeon attempted to place a retrograde cardioplegia cannula in these early minutes, but was not successful. The cv surgeon decided to adjust the venous cannulae and he asked the ccp to wean the patient from cpb temporarily as the cannulae were adjusted. This took a couple of minutes. On the re-initiation of cpb, forward arterial blood flow was not able to be provided, even at very high rpms ( > 3000). There was no noise observed or indication of decoupling, and the centrifugal pump head was removed from the adapter and re-coupled a number of times. No improvement was observed. The pump head was removed from the motor again and was inspected for potential depriming, but no air was observed in the pump head. Evidence of high afterload (clamps, kinks, clots, or a closed arterial clamp) were not observed. The act was about 550 seconds. No high pressure alarms occurred, and thus no cannulation issues were expected. As a pre-caution, the sarns centrifugal pump head was quickly changed out and forward flow was again attempted. But, as seen earlier, forward flow was not able to be provided. The cv surgeon disconnected the arterial pump line tubing from the aortic cannula and flow was attempted to be delivered up the arterial line (at high rpms) and again flow was not able to be provided. Handcranking with their sorin centrifugal manual drive was considered, but the adapter was not able to be removed from the sorin motor. The cv surgical team observed air in the aorta while these attempts were being made to provide flow. One theory, of the perfusion team, was the air was introduced via retrograde flow. All of the above mitigations lasted for about 5 minutes. As the patient was exanguinated (venous reservoir was full) and air was observed in the aorta and arterial blood flow was still not able to be provided. The cv surgeon elected to stop any other maneuvers and the patient expired in the operating room. An additional comment was the centrifugal motor had not been stopped after the patient had expired and when the pump lines were removed from the surgical field, blood squirted out of the arterial line. This could indicate a kink or obstruction in the arterial line up in the sterile field. After the procedure, the sorin hlm and cpb circuit was sequestered and a 3rd party forensics group has been invited to inspect the devices in attempt to find a route cause. There is no plan to return any devices to terumo. The contacts from the user facility did state during communication, "even though a route cause has not been determined, we both feel the sarns centrifugal adaptor and sarns centrifugal pump head did not malfunction in any way and did not play a part in the inability to provide flow". The case was not completed successfully, and there was a delay (10 minutes) in attempting to maintain cpb. Blood loss of about 50 ml (from pump head change out). This event is being reported for the centrifugal pump adapter, in addition to this report for the centrifugal pump.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on november 23, 2015. (B)(4). The actual sample was not returned for evaluation. A review of the device history record revealed no anomalies. A retention sample from the same product code/lot combination was obtained for investigation. The retention sample was visually inspected, during which no anomalies were noted. The sample was setup on a sarns drive motor and built into a circuit of saline solution and circulated at 2000 and 3000 rpm's while varying the back pressure. Pressure readings were taken at 2, 4, 6, and 7 l/minute flow rates. The pressure readings at each flow rate and rpm were recorded. This test was repeated on a second retention sample from the same product code and lot number. No anomalies were noted with either devices' functionalities. The flow rates were comparable to both the IFU flow rate graph and to each other. A definitive root cause could not be determined, and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.